Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in india. It was reported that the patient faced an event of kinked cannula as patient reported that the cannula was kinked more than normal after being in use for a day. The site of insertion was abdomen. Patient was advised to change infusion set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.